Event description:
In the past 7-9 months we have noticed a significant increase in our pts having clots in their PICC arm. Some of the clots are a complete thrombosis and some are a partial thrombosis. We do not use heparin for our PICC lines, we only use saline to flush our lines and keep them patent.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.